Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 03 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 126 after insertion. A review of the raw sensor data showed optical instability. The RMA was issued for further investigation of the sensor. The sensor was returned and tested in-house; however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4.date of this report 01 july 2025. D9 device available for evaluation? Yes on 05 may 2025. G3.date received by the manufacturer? 01 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.